Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the inner sheath, for 26 fr. Outer sheath had a broken ceramic tip on the inner shaft. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Upon further follow-up, it was discovered that the incorrect model number and allegation was reported. The correct model number is a22026a which is the outer shaft and the customer alleged that the black ring was broken. Per the legal manufacturer, this issue for this device having a broken ring is not likely to cause or contribute to death or serious injury if the malfunction were to recur. There was no reportable malfunction related to the subject device.